Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received several error alarms and failed battery test alarms. The customer reported that the blood glucose was 16.7 mmol/l at the time of incident. The customer reported that the insulin pump was not functioning properly. Troubleshooting was performed and the customer was advised to clear out the error alarms. The customer was advised to disconnect from the insulin pump. The insulin pump will not return for analysis.